Event description:
It was reported that the external pulse generator was not pacing correctly and was pacing even when not attached to a patient. The biomedical engineer tested the device and could not duplicate the problem. The device was placed back in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).